Event description:
Boston scientific received information that this right ventricular (rv) lead provided therapy for atrial fibrillation (af). The physician suspected a lead micro-dislodgement and wanted to program tachy therapy off. Subsequently, boston scientific technical services (ts) discussed how to program device off. Additional information was received that there been no confirmation of dislodgement and no action had been decided. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.